Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced reoccurring irritation at both the ipg and lead site. Surgical intervention was undertaken on 22 august 2024 wherein the entire system was explanted to address the issue.